Event description:
On (B)(6) 2012, a nurse reported that the pt had been admitted to the hosp for blood glucose concerns. She stated that the pt's blood glucose levels are ranging from 20-600 mg/dl. It is not clear if there was an allegation against the performance of the infusion device. Gathering of add'l info from the pt or nurse was not possible. Infusion device has not been requested to be returned at this time.